Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 2 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem. No patient complications nor injuries were reported.